Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and exhibited no capture. The lv lead was programmed off. The next day, the lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.